Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 37 mg/dl; cause was not known. The customer's fiancé gave the customer a glucose injection and the ER gave the customer juice to address the bg. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.